Event description:
Pt's catheter broke off while home care nurse was removing it. Had to go to the operating room for removal. Doctor removed retained pic catheter from right basilic vein & thrombectomy of r basilic vein was performed. 7.5 cm long segment removed. There was complete thrombosis of the basilic vein at the site with chronic organizing thrombus.